Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump had become damaged when it fell and hit the floor. No further information was available regarding this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: during investigation, a visual inspection of the pump revealed no damage or cracks around the battery compartment or other area of the pump case. The complaint of damage to the pump was not observed. Unrelated to the complaint, investigation revealed a discolored display.